Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the battery gauge was inaccurate, the touch screen was unresponsive, the wake button was unresponsive and an occlusion alarm occurred. Customer declined to troubleshoot the issue with tandem technical support, therefore no additional information was obtained.